Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), annulus dilatation, and an enlarged atrium for a mitraclip procedure. The first clip (31009r3078) placed on anterior 2 and posterior 2 leaflet segments (a2/p2). This reduced the mr from grade 4 to 2 with remaining jet medial from the first clip. It was decided to place the 2nd nt (30508r1116) clip. Due to relative anterior transseptal puncture (tsp), + knob was needed with the fist clip as well as the second clip, which improved the path/ axial alignment with respect to a/p position. This was successful with the first clip, and less successful with second clip; therefore grasping was difficult due to trajectory and suboptimal visibility. Leaflet insertion checked and confirmed in all views and it was decided to release the second clip. Immediately after release, the clip changed orientation under fluoroscopy and confirmed to be detached from the anterior mitral leaflet (aml) (anterior segment 3). The mr grade was 3 after the single leaflet device attachment (slda). It was decided to see how the patient will do clinically and discuss with the heart team if further treatment is required.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to suboptimal visibility (difficult echocardiogram imaging). The reported difficulty grasping was due to anterior transseptal puncture and poor image resolution. The reported slda was due to patient morphology/pathology (frail leaflets) in combination with poor image resolution. There is no indication of a product issue with respect to manufacture, design or labeling.